Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device for an unrelated issue and found the device had no sound or beep due to a defective speaker. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use at time of event, no patient involvement.